Manufacturer narrative:
(B)(4). This is a report of a use error, where an uncapped patient line was placed on the floor. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during initial drain of peritoneal dialysis therapy. The caregiver disconnected the patient without placing a cap on the patient line and placed the line on the floor. The technical service representative advised the caregiver to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.